Manufacturer narrative:
The board has been returned to the MFR and an investigation is currently taking place. An additional evaluation report will follow.

Event description:
After powering the unit on, a circuit breakdown occurred on one of the power supply board components. A replacement board was sent to the customer and the unit in question is being investigated.